Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available. The field service representative (fsr) replaced the pinch valve, ict aspiration pump and deemed the part the likely cause for the module generating the discrepant ict results. The module function was verified with a control run. The service history of the (B)(6) verifies no subsequent issues have been reported related to discrepant ict patient results after the current issue was identified. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the pinch valve, ict aspiration pump was identified.

Event description:
The customer observed falsely decreased sodium generated from alinity c processing module. The customer reported that they got low sodium resutls and that upon repeat testing normal resutls were obtained. The customer provided the following data: normal range: 136 - 145 mmol/l. Sid: (B)(6): first result: 105 mmol/l and second run: 137 mmol/l. Sid (B)(6) first result 114.4320 mmol/l and second result 137.0808 mmol/l. Sid (B)(6) first result 104.4584 mmol/l and second result 137.6166 mmol/l. Sid (B)(6) first result 106.9314 mmol/l and second result 138.0300 mmol/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.